Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found air/water flow issues from the air/water flow system, air/water channel leaking, insufficient angulation, heavy angulation, switch discolored, angle knobs slightly leaking, switch box corroded, switch 1 corroded, up/down knobs deformed, right/left knobs deformed, damaged camera unit, suction cylinder worn, insertion section snaky, and scope nozzle clogged with foreign material. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of this evis lucera elite colonovideoscope, the scope exhibited air/water problem. It was reported that the procedure was completed using the same device. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that rubber at the injection tube mounting part, packing of the a/w (air/water) valve or the like was broken; then, a fragment entered the a/w channel and was caught in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.